Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead exhibited low out-of-range shock lead impedance measurement detected via the patient¿s remote monitoring system. No noise was observed and all other measurements were within range during in-clinic evaluation. A boston scientific technical services (ts) provided troubleshooting options. Additional information received indicated that the physician has decided not to perform a commanded shock due to normal clinical follow-up. The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.